Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for liner failure - poly wear. Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. It is indicated the patient underwent a primary right hip arthroplasty in 2002 with implantation of depuy products. The patient underwent a primary left hip arthroplasty in 2003 with assumed competitor products on the acetabular side and assumed depuy products on the femoral side. On (B)(6) 2021, the patient underwent a bilateral hip revision. Right side: the depuy femoral head and acetabular liner were revised. The patient was experiencing pain. There was evidence of poly wear involving the acetabular liner, delamination of the poly liner, and foreign body synovitis. The head and liner were revised with depuy products. There were no indicated intra-operative complications. Date of implant: (B)(6) 2002. Date of event: (B)(6) 2019. Date of revision: (B)(6) 2021. (Right hip). Treatment: revision of the poly liner and head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : for allegations of pain a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.